Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unknown reasons. A new artificial urinary sphincter 5.0 cm cuff component was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.